Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with power error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power error detected alarm on the insulin pump. The customer¿s blood glucose level was 203 mg/dl. Troubleshooting was performed. Customer was advised the internal power source in the insulin pump was unable to charge. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.